Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for diabetic ketoacidosis and a blood glucose of 500 mg/dl. The customer received a motor error alarm on his insulin pump prior to hospitalization. The customer was vomiting and displaying other signs of diabetic ketoacidosis. The customer was treated with fluids and insulin. Troubleshooting for the high blood glucose and the motor error alarm were declined. No products were returned or replaced.